Manufacturer narrative:
The reported issue of dim segments was confirmed on 41 out of 41 returned boards. The boards were tested running basic infusions at 888 ml/h and 88.8 ml/h to determine missing or dim segments; dim meaning some light was visible, but not enough to easily determine the number that is expected to display. The customer returned 41 lvp display board assemblies (qty 27 p/n tc10004754 and qty 14 p/n tc10010208). Physical inspection of each board was performed, and no damage, corrosion, or cold solder was observed. The exact root cause was not identified, however prior failure investigations identified the probable cause to be related to the led manufacturing process and/or raw materials. Device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated. Only display boards were provided for the investigation.

Event description:
It was reported the display board is being replaced since 41 devices failed pm test provided by bd team. There was no patient involvement.